Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a trochleoplasty surgery the anchor fell apart when hammering in. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) on (B)(6) 2025. Additional information was received that all broken parts were retrieved from the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. - one unpackaged ar-1926bc, biocomposite pushlock¿, batch 15109914, was received for investigation. - upon visual evaluation, the inserter and the pushlock cap (detached) were returned for inspection. Additionally, the damaged cap was broken off at the weld. - the most likely cause for the reported failure can be attributed to misuse due to misaligned insertion, or prying/leveraging the screw during insertion. - the most likely cause for the damaged cap can be attributed to excessive user-applied mechanical forces.